Manufacturer narrative:
G4: 05nov2020 b4: (B)(6) 2020 a touchscreen assembly was returned for analysis. The visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. A failure investigation (fi) technician installed the touchscreen a fi ventilator to verify and test the functionality. The returned touchscreen assembly was found to have upper left - lower right and upper right - lower left resistance measurements to be out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 14sep2020.

Event description:
It was reported to philips that the device's touchscreen was not functioning. The device was not being used on a patient at the time of the event. There was no patient or user harm reported. A philips field service engineer (fse) was dispatched to the customer site and it was determined that the touchscreen needed to be replaced to return the device to working condition. The fse replaced the touchscreen. The device passed performance verification testing and was placed back into service.